Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause for the ins being off was because the battery depleted on one side and it turned off. Patient stated that they were charging their device and when they tried to turn on one side which had turned off, they received the "in the box" message. Patient noted that they went to their doctor who turned it back on and the issue was resolved. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for depression. It was reported that the patient had seen the "in the box" icon on their patient programmer. That night their device was off. The patient was directed to contact their healthcare provider (hcp) to have their ins interrogated. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the patient's ins was not purposely off. It was noted that the right side will need interrogation again to confirm. It was reported that the "in the box" message and the ins being off was resolved by turning the ins on with the programmer. No further patient complications were reported/ anticipated as a result of this event.